Event description:
It was reported that while the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was sitting on the couch, they received an inappropriate shock as a result of oversensing noise signals. Additionally, the r-wave amplitudes were reported to be low. Technical services (ts) was consulted for troubleshooting and programming recommendations. The patient was brought into clinic where isometrics and pocket manipulation maneuvers were performed and unable to reproduce the observed noise. The patient also received a chest x-ray to review device and electrode position. The x-ray didn't show any issues. Subsequently, the device was reprogrammed. At this time, the plan is to continue to monitor. The device system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the described event for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the described event for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise during tachycardia. The system required several shocks to convert the rhythm. The sensing vector was set to the secondary sensing vector at the time of the shocks. Technical services reviewed the electrograms. There were no additional adverse patient effects. The system remains implanted. It was reported that while the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was sitting on the couch, they received an inappropriate shock as a result of oversensing noise signals. Additionally, the r-wave amplitudes were reported to be low. Technical services (ts) was consulted for troubleshooting and programming recommendations. The patient was brought into clinic where isometrics and pocket manipulation maneuvers were performed and unable to reproduce the observed noise. The patient also received a chest x-ray to review device and electrode position. The x-ray didn't show any issues. Subsequently, the device was reprogrammed. At this time, the plan is to continue to monitor. The device system remains in-service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise during tachycardia. The system required several shocks to convert the rhythm. The sensing vector was set to the secondary sensing vector at the time of the shocks. Technical services reviewed the electrograms. There were no additional adverse patient effects. The system remains implanted. It was reported that while the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was sitting on the couch, they received an inappropriate shock as a result of oversensing noise signals. Additionally, the r-wave amplitudes were reported to be low. Technical services (ts) was consulted for troubleshooting and programming recommendations. The patient was brought into clinic where isometrics and pocket manipulation maneuvers were performed and unable to reproduce the observed noise. The patient also received a chest x-ray to review device and electrode position. The x-ray didn't show any issues. Subsequently, the device was reprogrammed. At this time, the plan is to continue to monitor. The device system remains in-service. No adverse patient effects were reported.